Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion set fell off events on 12-may-2024. No further information available.

Manufacturer narrative:
Device 1 of 2.